Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found severe damage to the outer & inner shafts as multiple kinks were evident on the distal side of the lumen. The inner was accordioned and twisted 8mm distal form the bi-component bond and stretched proximally for 40mm from the bi-component bond towards the port bond. The bi-component bond itself was damaged and stretched for a distance of 3mm. Solidified media was also evident inside the inner lumen. A 0.014¿ guidewire could only be inserted up to the location where stretching of the inner was noted. The guidewire could not be inserted through the tip due to solidified media. This type of damage is consistent with excessive tensile force being applied to the delivery system during attempts to remove the guidewire which got stuck inside the device. A visual examination of the crimped stent found the stent damaged on the proximal side with struts distorted, lifted distally from the balloon profile and stretched over the proximal markerband. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. A 0.014¿ guidewire could not be inserted through the tip as solidified media was blocking the entrance. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 25-may-2016. It was reported that loading difficulties were encountered. A 2.25 x 20 synergy¿ drug-eluting stent was selected for use. However, outside the patient's body, when a guide wire was inserted into the device, the wire became stuck before reaching the y-connector. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.